Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when viewing a pt's images on the picture archiving and communication system (pacs) the customer found that there were images from one pt mixed in with another. The tech support specialist (tss) has reported there were no rescan performed and no report of lost data and no misdiagnosis. The tss stated the mixing of the images was identified by the doctor due to one study being cranial and the other study being abdomen (cranial case with abdomen picture).